Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he was in a fight and was abused and his device was busted. Device had a blank display. Customer's blood glucose was 700 mg/dl to 800 mg/dl. Customer had been throwing up for 3 days. Customer had end stage renal failure and dementia. Customer declined medications. After troubleshooting, customer declined replacement device. Customer will not be returning the device for analysis.

Manufacturer narrative:
The insulin pump was received with broken off and missing end cap, missing motor assembly also, received with bleeding lcd glass, missing lcd glass window; unable to perform functional test due to cracked and bleeding lcd glass. The insulin pump had cracked case on the display window corners, cracked reservoir tube lip and cracked battery tube threads.